Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional h6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with one detached needle, seven needle suture combinations, and one suture outside the foil packet was received for analysis. The product code is vcp751d. In the inspection of the detached needle and suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Additionally, the detached needle was found to be intact. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The product code vcp751d contains an absorbable sutures. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. During the procedure, prior to use on the patient, the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the detached needle and suture, short insertion was observed in the strand. No additional information could be provided.